Manufacturer narrative:
This event occurred in (B)(6). The customer performed and ise check and the results were not acceptable. The customer replaced the ise reference reagent and performed the "green rack" function. Afterwards, qc and precision testing results were acceptable. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 126.5 mmol/l. The repeat result was 134.3 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.